Manufacturer narrative:
(B)(4). Per the customer the sample was discarded but the lot number was known, therefore, no evaluation will be performed, but a batch review will be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) was in dwell 5 of 5. The hp had 3 bags connected and solution in the heater bag only. They cycled power and it alarmed se 2367. There were no leaks and no unused lines. The connections were all tight and the hp would complete therapy with manual supplies. They cleared the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and he was able to resume therapy the next day after starting over with new supplies. He finished out therapy that day with manual supplies. He did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(4) 2012 and she was aware of the patient having had that alarm. She had already discussed the alarm with the patient. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.